Manufacturer narrative:
(B)(4)

Event description:
Five days after index procedure patient presented with chest pain, ECG showed no st elevation. It is reported that the previously reported stent thrombosis event was at the mid to distal rca. Cag showed 100% thrombosis occlusion in stent at mid to distal rca. Revascularization was carried out using poba. Physician commented that insufficient expansion of overlapping non-medtronic stents at mid rca to right posterior descending may have caused the stent thrombosis.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (myocardial infarction). (B)(4).

Event description:
During index procedure the patient had one endeavor sprint rapid exchanged (rx) drug-eluting stent (2.50 x 24mm) successfully deployed at the mid/distal rca/right posterior descending. One endeavor sprint rx stent was also successfully deployed at the proximal rca. Approximately (B)(6) post index procedure the patient experienced an myocardial infarction. On the same day a thrombosis was confirmed but not at the endeavor sprint deployment sites. The investigator indicated that the reported event was not related to the study device, drug and procedure. Patient was asymptomatic / free of symptoms at 30 day and 6 month follow up. Reference MFR report numbers 9612164-2011-01478 and 9612164-2011-01479.

Manufacturer narrative:
Patient is an ex-smoker. The index procedure was prompted by acute coronary syndrome (mi). The investigator indicated revascularization was not related to the study device. The patient was in remission.

Manufacturer narrative:
Event date updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.